Event description:
A user facility reported that they experienced under delivery with an electromechanical ambulatory infusion pump. According to the complainant, the pump has been out of service for a period of time, awaiting repair. The complainant or other staff members at the clinic could not provide details related to the alleged malfunction. However, the complanant did indicate that there was no injury associated with the event.